Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting inserter handles, it was noticed that the handle and stem inserter were stuck together. Will not come part. It was also indicated that while inspecting inserter, it was noticed that the inserter will not fit into handle. They tried different handles and the same problem exists. It was also reported that the offset reamer will not fit inside the outer reamer part. Very difficult to get together." No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.